Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material in the nozzle was identified. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the suction connector was dirty due to water leakage; the bending section cover adhesive had a crack; the control unit had discoloration; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the light guide lens had a crack; the light guide bundle had breakage; the paint on the air/water cylinder was peeled. Additionally, the following components had a scratch: the protector of universal cord on the suction connector side, the scope connector cover unit, the suction connector, the scope cover, switch 2, the switch box, the upward/downward and right/left angulation control knobs, the universal cord, the plastic distal end cover, the connecting tube, the control unit, the forceps elevator knob, the forceps elevator lever, the flexibility adjustment ring, and the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. While it is unknown if reprocessing was performed in accordance with the instructions for use (IFU), the methods are described in chapter 3 'preparation and inspection' and chapter 5 of the reprocessing manual, 'reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.